Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip device was deployed in the right common femoral artery but manual compression was needed to achieve hemostasis. There was loss of pulse in the right leg and the patient was sent to surgery. The anchor of the angio-seal was removed from the femoral artery.